Event description:
The customer reported that shortly after the incision was made during a thyroidectomy, the surgical staff noticed the sheath was missing from the electrode. The sheath was noted as being present prior to use. The surgical staff could not located the sheath during a sweep of the surgical area. The sheath was not recovered. The customer stated it is unknown if the piece is in the patient cavity, but it is unlikely.

Manufacturer narrative:
(B)(4). Evaluation of the incident device confirmed the clear insulator was missing. The clear ptfe insulator is held in place by the heat shrink blue insulation. The supplier revalidated the heat tunnel process for the heat shrink materials in december 2011. The incident electrode was manufactured prior to the revalidation. Review of the device history records did not identify any pertinent entries. No trend has been identified for this issue.